Event description:
Per the clinic, the patient experienced pain and irritation at the implant site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to explant the internal fixture.

Manufacturer narrative:
This report is submitted on december 21, 2023.